Manufacturer narrative:
(B)(6).

Event description:
It was reported the spider limb positioner system lost tension. No backup device available. No patient injury or complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed.

Manufacturer narrative:
Device not returned to manufacturer.